Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had the primary surgery on (B)(6) 2014. The first revision surgery was performed on (B)(6) 2014 due to bone fracture. On 17 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: this hybrid tha, elderly patient suffered a traumatic event 2,5 years before revision surgery. Probably as cause of the femoral fracture, the cement mantle detached from the bone and the stem-cement composite was unstable. The stem was therefore replaced with a cement-in-cement revision operation. The cause for this revision should not be sought in the implanted devices. Batch review performed on 05 april 2017. Lot 102809: (B)(4) items manufactured and released on 01 october 2010. Expiration date: 2015-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 06 april 2017 the r&d project manager performed a preliminary investigation based on the available images and commented as follows: the stem appeared to be ruined and not polished in one area. Probably it is due to a contact with bone during the extraction or in a subluxation with a scraping of the cement but from the received photo it is not possible to determine the root cause of the event. Not available.

Event description:
Revision surgery performed due to subsiding of the cemented stem of approx. 1 cm from its current position.